Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported. It was reported that during follow up, a CT scan identified a type ia endoleak. Future intervention has not been planned. No clinical sequelae were reported and the patient is doing fine. Film review analysis: review of cta¿s 17-months post-implant revealed that the endurant bifurcate was positioned approximately 5mm below the renals, with <(> <<)>5mm of remaining proximal seal length. The neck is 1cm long and essentially straight, with areas of calcification. The stent graft proximal od is 20 x 21mm (at the 1st covered stent), and measures 24 x 28mm at the level of the 2nd covered stent. The max diameter aaa measures 5.2cm and there is a proximal type I endoleak. A stent was seen placed into the left renal artery. The ipsi limb was positioned down into the right common iliac artery, and the contra limb into the left common iliac. The limbs are patent. No other stent graft issues were observed. The cause of the proximal type I endoleak is uncertain. Earlier post-implant films were not available for review, and the anatomy at implant and the original location of the bifurcate at implant is unknown. It appears likely that the current position of the bifurcate within short and calcified neck may have led to an inadequate proximal seal which has contributed to the endoleak.

Event description:
Additional information for this case was received. The physician elected to implant an endurant 28x28x49 aortic cuff and the endoleak was resolved on the post procedure angiogram. The physician stated the cause of the endoleak is unknown.

Manufacturer narrative:
(B)(4).